Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred related to a power management fault. There was no harm or injury reported. The ventilator was evaluated by a third-party service center and the customer¿s complaint was confirmed. The device's air inlet foam filter needs to be replaced due to preventive maintenance. In addition of the above evaluation, a tubing and filters were checked, and the unit was cleaned, which was not related to the malfunction/issue.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred related to a power management fault. There was no harm or injury reported. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.